Event description:
Employee was working in substerile. There was a loud bang and they saw the door on the steris sterilizer fly open and water came spilling out. The employee noticed ringing in their ears from the loud noise, but otherwise was uninjured. There have been on-going problems with the steris's in the dept. Exploded in 2000. Repaired with guarantee would not reocurr.

Event description:
Add'l info rec'd from MFR 6/25/01: a steris field svc tech visited the facility in response to a request for svc. The tech found that the inflatable seal on the steris system 1 processor had ruptured mid-cycle and the lid of the processor had opened. The customer had reported the rupture as an "explosion" of the inflatable seal. This was not the case. No explosion occurred. The seal ruptured and resulted in a loud noise. The risk posed by the inflatable seal rupturing during a steris system 1 cycle is mainly exposure to a limited volume of steris 20 use dilution. In conclusion, the occurrence of inflatable seal failure is low compared to the number of system 1 processing cycles run. The seal is a serviceable part whose failure may not always be predictable. However, the failure of the inflatable seal is not an event likely to result in death or serious injury.